Event description:
It was reported the device was subject to the zenex, assurity and endurity laser adhesion anomaly advisory issued by abbott. The pacemaker was explanted and successfully replaced. The patient was stable.